Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed between the rv and svc coil. Lead was capped and replaced. There were no complications during the procedure, and patient is well.